Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functional, did not engage when power was applied, failed cannulation test and would not allow the gauge or bits to pass through. It was further noted that the holding tube was damaged and the electric motor and electronic control unit were not functional. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed the small battery drive would not hold the attachment devices. During an in-house engineering evaluation, it was observed that device was not functional, did not engage when power was applied, failed cannulation test and would not allow the gauge or bits to pass through. It was further noted that the holding tube was damaged and the electric motor and electronic control unit were not functional. There were no delays in the surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.